Event description:
The customer reported low blood glucose levels for the past seven hours. The customer reported blood glucose levels of 45 and 52 mg/dl. The customer felt that the insulin pump delivered insulin that she was not supposed to receive. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.